Event description:
It was reported that an asymptomatic patient presented for an atrial lead revision due to loss of capture. The lead was capped and replaced on (B)(6) 2017. The implantable cardioverter defibrillator was replaced due to nearing elective replacement indicator. The patient was stable before, during and post procedure.